Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comments that the programmer displayed autonomous cursor movement, the programmer failed the touch screen debug procedure and autonomous movement of the cursor and autonomous activation of the on screen features were observed. An electromagnetic interference repair was performed to resolve the issue. Analysis was able to confirm the customer comment that the electrocardiogram (ECG) connector under the keyboard was unable to work, the link electronic module (lem) had failed. It was noted that the system fan was noisy, the upper display hinges were damaged, the power cord bay door and the company logo button were both missing and the keyboard latch had cracked. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed autonomous cursor movement after the software update. It was noted that the electrocardiogram (ECG) connector under the keyboard was unable to work. There was no patient involvement.